Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on charged coupled device (ccd unit) in endoscope connector, color tone of the image is not proper. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flex deflectable videoscope image turned green. The issue occurred during set up/inspection prior to use. There were no reports of patient involvement.